Event description:
The customer reported that the system would not display an image on the screen. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the transport ring hardware and reloaded the software and the calibration files. The system was tested and found to be working as intended and put back in service.